Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019, regarding a patient receiving fentanyl (200mcg/ml at 100.09mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient wasn't getting any pain relief since (B)(6) 2018. The patient kept telling the doctor that something was wrong, and it was noted that she could barely walk in (B)(6) 2018. All they would do was increase the dosage. The patient reportedly went from getting refilled every 45-60 days to every 30 days. The patient's daily dose was increased by 75%. In (B)(6) 2018, the patient couldn't take the pain anymore and they increased the dose by 25%. It was not clear if the patient got a total of 75 daily dose increases or if she had 75% and an additional 25% increase. In (B)(6) 2018, the patient couldn't take the pain anymore and the doctor said they needed to do a dye study. The patient reportedly fell in (B)(6) 2018. The patient also had a drug concentration change at that time, and the doctor did not flush the pump. It was noted that "with the first implant the first doctor the last time she saw him he flushed the pump out with saline the last time it was refilled." It was done four months after implant, but had not been rinsed since then. The patient got in on( B)(6) 2019, for the dye study and she had a blockage. The patient felt like she was going through withdrawal. The patient had a fever and back pain. It was noted that a manufacturer representative was present for the dye study. The patient reportedly had an appointment for (B)(6) 2019, that they called and cancelled, but the patient was going to be seen by a doctor on (B)(6) 2019. It was noted that the appointment on (B)(6) 2019, was going to be the last appointment. No further complications were reported or anticipated.